Manufacturer narrative:
Concomitant products: product ID: 3887-33, lot# v014071, implanted: (B)(6) 2008, product type: lead. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3887-33, lot# j0540948v, implanted: (B)(6) 2008, product type: lead. Product ID: 3487a-33, lot# v009632, implanted: (B)(6) 2008, product type: lead. Product ID: 3487a-33, lot# v015619, implanted: (B)(6) 2008, product type: lead, product ID: 3887-33, lot# v014071, implanted: (B)(6) 2008, product type: lead. Product ID: 3887-33, lot# j0540948v, implanted: (B)(6) 2008, product type: lead. Product ID: 3487a-33, lot# v009632, implanted: (B)(6) 2008, product type: lead. Product ID: 3487a-33, lot# v015619, implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
It was reported that the patient was having some problems with the implant. It was noted that the patient thought that "half of the lead wires stopped working." It was reported that the patient needed a knowledgeable doctor who could "fix what dr. (B)(6) did wrong." It was noted that the patient's implant surgery was very painful and over 5 1/2 hours long. It was noted that the doctor "still did not get the leads in the neck correctly, and the lower back leads did not seem to be working" at the time of report. It was noted that the battery used "very little juice" and the pain was back. Additional information was requested, but was not available at the time of report. If additional information is received, a supplemental report will be filed.